Event description:
Caller states that the inform meter shows signs of melting and burning near the base of the meter. Caller also states that there is some moisture in the code key slot of the meter. No adverse event reported. Requested return of suspect device and replacement was sent.